Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient did not have a way to empty out the leg bag, on the bottom of the bag and the upper tube did not fit into or onto the external. The patient used each of the leg bags.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "incorrect assembly operation". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A DHR review could not be performed without a lot number. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labelling could not have prevented the reported failure. The device was not returned.

Event description:
It was reported that the patient did not have a way to empty out the leg bag, on the bottom of the bag and the upper tube did not fit into or onto the external. The patient used each of the leg bags.